Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. Insulin pump had moisture damage on motor. No unexpected vibrate anomaly noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump screen is completely blank. Customer also states that a constant tone is occurring. The blood glucose reading is 80 mg/dl. Nothing further reported.